Event description:
It was reported PICC was inserted in patient, began leaking when flushing. PICC was pulled and another PICC placed, no harm to patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the per-q-cath PICC was confirmed, but where or when the catheter was damaged could not be verified. One 2 fr per-q-cath PICC was returned for evaluation. The PICC was received with the stylet in the lumen. The catheter length had not been modified. A leak was identified in the 2fr tubing near the 7cm depth mark. The leak site was microscopically examined and two splits in the diagonal direction were found in the tubing. The catheter was cut longitudinally to examine the leak site from within the catheter, which revealed similar damage on the internal surface of the tubing. The adjoining surfaces of the split tubing revealed a granular appearance. It is possible that the reported leak was caused when the catheter was compressed against the stylet. It is unknown when the catheter was damaged. The product IFU states, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ manipulation of the stylet within the lumen can also damage the catheter if the stylet is not wetted prior to repositioning. The IFU indicates to never use force to remove stylet. Resistance can damage the catheter. A review of the manufacturing records showed that no problems were identified during the manufacturing process. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of recu2170 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recu2170 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported PICC was inserted in patient, began leaking when flushing. PICC was pulled and another PICC placed, no harm to patient.